Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). It was provided that quality control was not performed on the new reagent cassette that was in use. After running qc, the results were outside of the range. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys vitamin d total ii result from the cobas e 801 analytical unit for 1 patient when the customer was transitioning between 2 reagent cassettes. The initial result was 300 nmol/l, accompanied by a data flag for on-board stability. The repeat result was 800 nmol/l.